Event description:
This was a vascular intervention procedure performed in the operating room with the intent of returning blood flow to the right cfa. The md utilized both a quick cross support catheter and a 2.3 turbo elite (te) ablation catheter during the case. After lasing with the te, a perforation was noted in the cfa via angiogram. The md proceeded to successfully balloon and stent the vessel. The pt's vital signs remained stable throughout the procedure. There was no report of device malfunction from the md. Device inspection: upon receipt of the device, there were no visible kinks, loose connections, broken components, tip damage, or fiber optic coupler damage. The fiber bundle was bright and showed no signs of fractured fibers. An lhr review was negative for any non-conformance or issues.